Event description:
The customer reported being in an urgent care facility due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The caller stated that the infusion set was changed, she bolused and also took a manual injection, but her glucose level did not drop. The customer refuses to troubleshoot as she stated knowing how to troubleshoot since she is a nurse and has been a user for an extended period of time. Initially, the customer reported getting no delivery alarms during bolus. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.